Event description:
The target was in the first diagonal. After pre-dilatation was performed with the crosssail dilatation catheter, a slight dissection and 50% stenosis was noted. The crosssail dilatation catheter was used again to resolve the dissection, and the procedure was closed.